Manufacturer narrative:
Additional information: b5, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was not sealing completely and there has alarm activation issue. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a stoma closure surgery, seal failure errors occurred frequently during the detachment of colonic adhesions. The sealing was insufficient/partial only (the energy output and seal completion sound could be confirmed) but no bleeding was noted. The jaw part was slightly dirty when the issue occurred, but it was cleaned every time it got dirty. The device was connected to an ft10 generator with software version 4.2. Another ligasure device was used with the same generator successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial #(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a stoma closure surgery; seal failure errors occurred frequently during the detachment of colonic adhesions. The sealing was insufficient/partial only (the energy output and seal completion sound could be confirmed) but no bleeding was noted. The jaw part was slightly dirty when the issue occurred, but it was cleaned every time it got dirty. The device was connected to a generator with software version 4.2. Another device was used with the same generator successfully. No patient complications have been reported as a result of this event.